Event description:
It was reported the patient developed a whole body infection. The implantable pulse generator (ipg) system was removed and replaced. The patient was placed on antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.